Event description:
Customer wrote: backing of electrode is a opaque/white plastic. Apparently one was accidently left in a baby's crib and the baby put the plastic backing in his mouth and choked on it. The nurse was able to remove the item. Pt was not harmed. Pt condition was not affected.

Manufacturer narrative:
Backing of electrode was accidently left in a baby's crib and the baby put the plastic backing in his mouth and choked on it. The neuroline electrodes are for professional users only.